Manufacturer narrative:
(B)(4). Device available for eval - no.

Event description:
This facility has been contacted for further info on this event. On (B)(6) 2011, the following new info has been learned regarding this pt: this pt received antibiotics. The pt was discharged to home when the dialysis treatment was completed. Currently, this pt continues to receive dialysis with use of this dialyzer. The symptoms have resolved and are no longer an issue. Companion samples are available for eval. Of note: the facility also reported that other pts had received dialysis with use of this same lot without any ill effects. Additional info from user facility report: on (B)(6) 2011, dialysis was initiated on 5 pts, utilizing the optiflux 160 nr dialyzer, lot# 10nu05004. At the end of the treatment, all 5 pts had a temperature ranging from 99.4f to 100.3f and were afebrile prior to treatment. Two pts sent to the hosp for further eval. One pt treated with antibiotics. All other dialysis related factors that may have potentially caused the temperatures, was ruled out. All product of the same lot number were pulled from shelves; company notified.